Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in two pieces with the helix retracted and clogged blood/tissue. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the patient anatomy at the distal region.